Event description:
Device issue: none. Adverse event: dissection/intervention. Onset of adverse event: during the procedure. It was reported that the xience v 2.75 x 12 was deployed at 14 atmospheres in the mid to distal right coronary artery. Post deployment, a dissection was observed at the proximal edge of the stent, which required treatment with another stent. No additional event or pt info is available.

Manufacturer narrative:
(B) (4). (B) (4). In this case, there was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported pt effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.